Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for pe prophylaxis for upcoming bariatric surgery. Ultrasound guidance was used to access the right femoral vein and a guidewire was placed into the vena cava. The t12 vertebrae was identified and marked using fluoroscopy. Injection venography identified the renal takeoffs. The ivc filter was then deployed infrarenal at the l2 vertebral level. Sheath and catheter were removed and pressure was held at the groin. The patient tolerated the procedure well. Approximately five months and twenty-three days post filter deployment, the patient presented for retrieval of the filter. The right neck was cleaned and prepped in the usual sterile fashion. The right internal jugular vein was accessed under ultrasound guidance using a micropuncture set for which a 5 french sheath was exchanged and placed. A kumpe catheter was exchanged over a stiff glidewire and placed within the inferior vena cava under fluoroscopic guidance. Venacavogram demonstrated a widely patent inferior vena cava without abnormal filling defects or irregularity. The ivc filter was in place; however, tilted with the tip of the filter abutting the medial caval wall at the level of the inferior aspect of the l2 vertebral body. The sheath was then exchanged for the 10 french recovery cone system sheath. Multiple attempts with a recovery cone were unable to capture the tip of the tilted filter which possibly had a fibrin sheath covering its tip. A gooseneck snare was used; however, multiple attempts were unable to capture the tip of the tilted filter. An additional attempt with the recovery device was again unsuccessful in capturing the filter. The decision was then made to conclude the procedure. An angle glide catheter was exchanged and venacavogram demonstrated the filter to be in a stable position within the inferior vena cava. Perioperative nursing notes document the patient to have tissue perfusion, pain control and neurological status to be consistent with or improved from baseline levels established preoperatively. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins prior to a bariatric procedure in order to protect against pulmonary embolism. Approximately six months after deployment, patient presented for filter retrieval. A venacavogram allegedly demonstrated a widely patent inferior vena cava; however, the filter was reportedly tilted with the tip abutting the medial wall of the ivc. Multiple attempts were made to retrieve the filter; however, due to the angulation, the filter was unable to be removed. A decision was made to abort the procedure and leave the filter in place. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. The alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/precautions/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. - filter tilt. - filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately five months and twenty-three days post prophylactic placement of a vena cava filter for upcoming bariatric surgery, the patient was scheduled for retrieval. Venacavogram identified the ivc filter to be in place but tilted with the apex embedded in the medial caval wall at the level of the inferior aspect of the l2 vertebral body. Multiple attempts using both recovery device and snare were unable to capture the filter apex which was embedded in the medial caval wall. The decision was made to conclude the procedure. A post procedure cavogram demonstrated the filter to be in a stable position within the ivc. The patient was back to her baseline immediately post procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for pe prophylaxis for upcoming bariatric surgery. Ultrasound guidance was used to access the right femoral vein and a guidewire was placed into the vena cava. The t12 vertebrae was identified and marked using fluoroscopy. Injection venography identified the renal takeoffs. The ivc filter was then deployed infrarenal at the l2 vertebral level. Sheath and catheter were removed and pressure was held at the groin. The patient tolerated the procedure well. Approximately five months and twenty-three days post filter deployment, the patient presented for retrieval of the filter. The right neck was cleaned and prepped in the usual sterile fashion. The right internal jugular vein was accessed under ultrasound guidance using a micropuncture set for which a 5 french sheath was exchanged and placed. A kumpe catheter was exchanged over a stiff glidewire and placed within the inferior vena cava under fluoroscopic guidance. Venacavogram demonstrated a widely patent inferior vena cava without abnormal filling defects or irregularity. The ivc filter was in place; however, tilted with the tip of the filter abutting the medial caval wall at the level of the inferior aspect of the l2 vertebral body. The sheath was then exchanged for the 10 french recovery cone system sheath. Multiple attempts with a recovery cone were unable to capture the tip of the tilted filter which possibly had a fibrin sheath covering its tip. A gooseneck snare was used; however, multiple attempts were unable to capture the tip of the tilted filter. An additional attempt with the recovery device was again unsuccessful in capturing the filter. The decision was then made to conclude the procedure. An angle glide catheter was exchanged and venacavogram demonstrated the filter to be in a stable position within the inferior vena cava. Perioperative nursing notes document the patient to have tissue perfusion, pain control and neurological status to be consistent with or improved from baseline levels established preoperatively. Approximately three months post filter deployment, CT scans demonstrated the filter in place. Approximately two years post filter deployment, CT scans demonstrated the filter in good position. There were no complications appreciated. Image/photo review: based on the images provided, the identity of the filter cannot be confirmed. Based on the images provided, filter limb perforation, filter tilt and a torturous ivc at the level of the filter location can be confirmed. Conclusion: the device was not returned for evaluation. However, images and medical records were provided and reviewed. The medical records allege a filter was implanted successfully below the renal veins prior to a bariatric procedure in order to protect against pulmonary embolism. Approximately six months after deployment, patient presented for filter retrieval. A venacavogram allegedly demonstrated a widely patent inferior vena cava; however, the filter was reportedly tilted with the tip abutting the medial wall of the ivc. Multiple attempts were made to retrieve the filter; however, due to the angulation, the filter was unable to be removed. A decision was made to abort the procedure and leave the filter in place. The images show the tip of the filter abutting the ivc wall. The images also show filter limbs extending beyond the confines of the ivc wall. Therefore, based on the provided images and medical records the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties retrieving the filter. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. The alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt filter malposition perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately five months and twenty-three days post prophylactic placement of a vena cava filter for upcoming bariatric surgery, the patient was scheduled for retrieval. Venacavogram identified the ivc filter to be in place but tilted with the apex embedded in the medial caval wall at the level of the inferior aspect of the l2 vertebral body. Multiple attempts using both recovery device and snare were unable to capture the filter apex which was embedded in the medial caval wall. The decision was made to conclude the procedure. A post procedure cavogram demonstrated the filter to be in a stable position within the ivc. The patient was back to her baseline immediately post procedure. No additional information was provided in the medical records received.